Manufacturer narrative:
Batch review performed on 06.07.2021: lot 2010308: (B)(4) items manufactured and released on 11-jan-2021. Expiration date: 2025-12-22 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold. No other similar events have been reported on this lot. Additional devices involved: mectacer 01.29.409 ceramic liner ø 32 / d (device not distributed in us) lot. 2009421: (B)(4) items manufactured and released on 20-jan-2021. Expiration date: 2026-01-11 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold. No other similar events have been reported on this lot. Mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2007632: (B)(4) items manufactured and released on 24-nov-2020. Expiration date: 2025-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold. No other similar events have been reported on this lot. Amistem p 01.18.414 amistem-p lat stem #4 lot (k173794) 1910440: (B)(4) items manufactured and released on 09-apr-2020. Expiration date: 2025-03-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold. No other similar events have been reported on this lot.

Event description:
Revision surgery performed 1 month after the primary due to soft tissue healing issues (obese patient). The surgeon revised the liner and the femoral head. The swabs were sent to a laboratory for infection, in order to check if any bacteria are present(results will be available later). It is unknown if the device will be available.